Event description:
The complainant reported that the clinician was placing an impella cp in (B)(6) male patient on (B)(6) 2013. The patient's hemoglobin level prior to the procedure was 14.9. The physician reported that during the implant procedure and after removing the peel-away sheath, copious patient bleeding was observed. The patient was reported to have lost approximately 1 liter of blood, and required 2 units of packed red blood cells (prbc) to replace the blood lost. In addition, a vascular surgeon provided vascular intervention to stem the flow of blood via a stent to the right femoral artery. The stent resolved the femoral arterial bleeding. Subsequent to the event additional information was received from the clinicians assisting in the procedure. They indicated that a deep incision with the scalpel was made at the access site. The assisting clinicians also reported that the tip of the peel-away sheath was still in the insertion site as it was peeled away, resulting in "significant bleeding." The bleeding was successfully controlled with manual pressure. Additional information was received from the clinicians assisting in the procedure indicated that a deep incision with the scalpel at the access site. The assisting clinicians also reported that the tip of the peel-away sheath still in the insertion site as it was peeled away, resulting in "significant bleeding." The bleeding was controlled with manual pressure. The patient was reported to have been successfully supported for 113 minutes with the impella cp, and was reported to be in stable condition following this event and impella cp support.

Manufacturer narrative:
Only the impella cp pump was returned for evaluation. The peel-way sheath was not returned. The pump's catheter lumen and wound closure sheath were visually inspected for any kinks or defects. No damage was observed. The wound closure sheath diameter was found to be within specification in all random locations along it's shaft where measurements were taken. The pump serial number was verified. Motor resistances were measured and all were found to be within specification. The visual inspection revealed no defects on the impella cp pump. The impella cp was tested and operated as intended. In conclusion, the root cause of the reported patient bleeding after the removal of the peel away sheath could not be determined, as the peel away sheath was not returned for evaluation; however as previously noted in this report, the clinical staff at the complainant facility indicated the tip of the peel away sheath was still in insertion site as it was peeled away. It is believed that user error contributed to this event, but because the peel away repositioning sheath was not returned for evaluation, this cannot be definitively determined. A review of the lot history records for this device did not reveal any anomalies. Corrective action: no corrective action is required at this time as the cause of this event couldn't be confirmed.